Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss in connector tubing with his inflatable penile prosthesis (ipp). It was added that the pump was staying flat when pumped and physician suspects fluid loss is the reason for the deflation/inflation issues. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump, rear tip extenders and reservoir were implanted. The 65 ml reservoir was left in the patient on the left side and the new reservoir was implanted on the right side. No complications were reported with this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss in connector tubing with his inflatable penile prosthesis (ipp). It was added that the pump was staying flat when pumped and physician suspects fluid loss is the reason for the deflation/inflation issues. The ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, pump, rear tip extenders and reservoir were implanted. The 65 ml reservoir was left in the patient on the left side and the new reservoir was implanted on the right side. No complications were reported with this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss in connector tubing with his inflatable penile prosthesis (ipp). It was added that the pump was staying flat when pumped and physician suspects fluid loss is the reason for the deflation/inflation issues. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump, rear tip extenders and reservoir were implanted. The 65 ml reservoir was left in the patient on the left side and the new reservoir was implanted on the right side. No complications were reported with this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.